Manufacturer narrative:
As reported, there was a hair in the bard flat mesh inner packaging. Photo evaluation finds what appears to be foreign material (hair-like) within the sterile pouch. Photo review does not assist in determining root cause. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, within the sterile package of a bard flat mesh, a foreign material that looked like a ¿hair¿ was noted to be present. It was reported that the issue was noticed during inventory inspection and was not used. There was no patient involvement.

Event description:
As reported, within the sterile package of a bard flat mesh, a foreign material that looked like a ¿hair¿ was noted to be present. It was reported that the issue was noticed during inventory inspection and was not used. There was no patient involvement.

Manufacturer narrative:
As reported, there was a hair in the bard flat mesh inner packaging. Photo evaluation finds what appears to be foreign material (hair-like) within the sterile pouch. Photo review does not assist in determining root cause. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the photo evaluation results. Evaluation of the photo confirms the presence of a thread/hair like foreign material. Review determines the condition may have originated at manufacturing area during sealing/ inner packaging manufacturing process since thread like foreign matter was found inside the pouch. The condition could be caused by an incorrect cleanup process and was not detected during inspection performed during sealing package. CAPA has previously been issued to identify possible causes and actions to mitigate the discrepancy of complaints related to biocontamination (hair). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.